Event description:
Customer reported the insulin pump alarmed change battery low. Customer inserted a new battery and the device had a blank display. Customer attempted to use anther new one and the old one and the device did not return. Troubleshooting was performed. The device did not have any signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer uses (B)(6) batteries. New battery was inserted and device alarmed battery out limit and battery failed test. The battery compartment, battery cap, and springs were not damaged, missing, nor corroded. Customer stated that she did take a shower and the device was in the bathroom, wanted to know if the humidity might have affected the device. New battery was inserted and display did not return. Customer cleaned battery contacts, inserted battery, and display did not return. Customer called back and stated she bough new batteries and the display returned. Performed self test and device passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.